Event description:
It was reported that the device broke inside the patient. All the pieces were removed. No patient injury was reported.

Manufacturer narrative:
The reported perfectpasser connector, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, the top jaw of the device broke off in the patient when it was removed from the cannula. Visual inspection shows the connector was received with its s-clamp unhooked from the s-hook. The clamp was not broken as indicated by the customer; however, it did come loose. Internal investigation indicates the failure cause for upper s-clamp unhooked is due to a dimensional discrepancy on the s-hook component. Changes to the component have been implemented to prevent this failure under ccr2336. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.